Event description:
A customer reported that they observed "sensor looked already used when opening the container" with the abbott diabetes care (adc) device. There was no indication that the customer applied the device to their body, and no patient consequences were reported. There were no additional details provided as the customer did not want to troubleshoot further as they could not be reached. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Customer reported for ¿sensor looked already used when opening the container¿. Visual inspection performed on the returned sensor. Applicator (B)(6) has been returned and investigated. Visual inspection performed on the returned applicator and cap. No issues were observed. Applicator had been fired however sharp was observed to be stuck inside sensor inside applicator. Sensor cap was retained within the applicator cap. Puck carrier was removed and visual inspection has been performed on the sharp and sharp carrier; bent sharp tip was observed. Damage was observed to the sensor cap seal which indicated that the user has reapplied the applicator cap after removal, but before attempting to fire the applicator. Sensor could not be applied. Therefore, this issue is not confirmed to use due to double capping. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device, however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they observed "sensor looked already used when opening the container" with the abbott diabetes care (adc) device. There was no indication that the customer applied the device to their body, and no patient consequences were reported. There were no additional details provided as the customer did not want to troubleshoot further as they could not be reached. There was no report of death, serious injury, or mistreatment associated with this event.